Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the patient having another non-curonix device implanted has been ruled out as a potential cause. Additionally, no attempts at reprogramming the transmitter and migration have been ruled out. However, the patient was not wearing the antenna in the correct location. The poking sensations is likely related to typical surgical site healing. The stimulator is used to treat pain. The cause of the poking sensations is likely related to typical surgical site healing. However, the cause of inadequate therapy is due to transmitter assembly antenna placement as the patient was not wearing the antenna in the correct location (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported a poking sensation on their right side near the implant when they move a certain way. Additionally, the patient reported their permanent implant was not providing the same amount of therapy as their trial. It was observed that the patient was not wearing the antenna in the correct location. The patient was instructed how to place the antenna correctly and the transmitter assembly settings were changed. The patient is doing good and has not experienced any more poking sensations.